Event description:
It was reported that when his blood glucose value is 150 mg/dl, the bolus calculator provides incorrect insulin dosing recommendations. The system suggests only 5 units instead of the expected 10-12 units. The patient reported this has occurred intermittently over the past 2-3 months but has become more consistent recently. The patient treated this issue by manually administering insulin. The patient has been issued a new device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.